Event description:
This rv lead was implanted on an unknown date and still remains implanted at this time. During a device change out on may 23, 2017 the lead exhibited one episode of noise, pacing inhibition and oversensing. Technical services observed a possibility of an underlying lead insulation integrity issue. There was no known information about the physician and facility. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)